Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/11/2014 with the following findings:.cartridge compartment is cracked on the threads, battery compartment is cracked below finger pad. Unrelated to the complaint, the display is dim/fading/reddish. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that the pump had a cracked cartridge compartment. The patient had a blood glucose (bg) of 311 mg/dl with increased thirst and irritability. The bg excursion does not meet animas criteria for an adverse event. Customer support advised the patient to discontinue pump use. This complaint is being reported because the cracked casing issue was not resolved.